Event description:
It was reported that the ventricular lead exhibited high thresholds of 5.50 v, 0.4 ms. The lead remains implanted. The patient's medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.